Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "probe not cutting during testing" (failure to cut). The nurse reported before surgery began, the probe was tested and it was not cutting. The probe was switched out and they proceeded with the case. No patient involvement was reported.

Manufacturer narrative:
The probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).